Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not delivered as intended when the cartridge reached below 55 units of insulin remaining. There was no reported impact to customer's blood glucose. A cartridge change was performed to resolve the issue.